Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03373, 2938836-2019-03375. It was reported that when the patient presented in clinic for a follow up, infection was observed. The pocket was draining fluid, and the physician believed it was procedure related. The device system was explanted. The patient was stable prior, during and after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.